Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the scope was broken resulting in a complete loss of image. A backup scope was available to complete the procedure following a short delay of less than 30 minutes.

Manufacturer narrative:
Device investigation narrative - an evaluation was performed by the supplier and could confirm the customer complaint for the scope was broken. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required. (B)(4).